Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because the pump could not start up.

Event description:
Customer mentioned she was having difficulty administering a bolus manually on spirit combo pump. Customer alleging that menu button working intermittently. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.